Event description:
It was reported that the patient passed away on (B)(6) 2022 due recurrent ventricular tachycardia, despite multiple ablations over the past few years. The patient had a recent left heart catheterization with stent placement and medical management. Ultimately, the family and patient decided to withdrawal support following a gradual patient decline in functionality. The death was not considered to be device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
The patient's previous left heart catherization with stent placement was reported under manufacturer report number 2916596-2022-14998. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmia and patient outcome could not be conclusively determined through this evaluation. It was reported that hmii lvas, serial number (B)(6), will not be returned for evaluation. The hmii lvas instructions for use (IFU) lists potential adverse events, including cardiac arrhythmia and death, that may be associated with the use of heartmate ii left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's ventricular tachycardia existed prior to left ventricular assist device implant.